Event description:
It was reported to lifecell that a revisional laparotomy was performed due to peritonitis, and the device was used in an abdominal wall repair following extensive debridement of infected necrosis of the abdominal wall on (B)(6) 2012 . The patient was very sick. The wound was left open, covered by a fat-gauze and treated with negative pressure therapy. On (B)(6) 2012, another revision was performed when the patient presented with a thinned and porous surgical mesh (B)(6) pod . The device was explanted.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from the lot. Results of evaluation: review of the device history records revealed no deviations associated with the production of lot s11082. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. To date, no other complaints have been reported to lifecell against lot s11082. To date, of the (B)(4) grafts processed for lot s11082, (B)(4) devices were distributed with (B)(4) devices that were reported to be implanted. Lifecell made multiple attempts to retrieve additional details concerning the event from the physician, including the patient's current condition and disposition of the device. So far, these attempts have been unsuccessful; however, should information become available which leads lifecell to reach a different conclusion, a follow up report will be submitted. Conclusion: our internal investigation concluded that the complaint related device met qc release criteria. Serious injury occurred in which the device cannot be ruled out as a contributing factor. However, based on the results of our internal investigation into the lot processing history, that there were no other complaints against the lot, patient's history, including condition at the time of surgery, it is unlikely that the device contributed to the event. Device was not returned for evaluation.